Event description:
The biomed reported a check valve failure: magnesium sulfate 2gm/50ml was hung as a secondary to infuse at 25ml/hr for 2 hours. The nurse returned to the room about 5 minutes later and the bag was almost empty, having infused into the primary bag of lactated ringers. The set up appeared to be correct. There was no report of pt or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.